Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used in the esophagus during a dilatation procedure performed on (B)(6) 2023. During the procedure, the doctor attempted to dilate the esophageal stricture using a balloon. However, when the nurse was asked to inflate the balloon and began pumping up the alliance handle, the manometer did not move or increase in value. The customer reported that the balloon was able to be inflated however, the manometer was not functioning. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate. Block h10: investigation results the returned alliance inflation syringe was analyzed, and a visual examination found no damages to the device. Functional analysis was performed, and the syringe was pressurized without problem, however, the gauge did not read the pressure. The gauge was damaged. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of gauge reading inaccurate was confirmed. The results of the analysis performed on the returned device showed that the gauge did not read the pressure. It is possible that during the procedure, the device has faced a hit to the meter which has caused the problem to read the pressure, perhaps the manipulation, technique used could have contributed to this event. Therefore, the most probable root cause is an adverse event related to procedure. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
Block h6: imdrf device code a0902 captures the reportable event of reading inaccurate.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used in the esophagus during a dilatation procedure performed on (B)(6) 2023. During the procedure, the doctor attempted to dilate the esophageal stricture using a balloon. However, when the nurse was asked to inflate the balloon and began pumping up the alliance handle, the manometer did not move or increase in value. The customer reported that the balloon was able to be inflated however, the manometer was not functioning. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a0902 captures the reportable event of gauge reading inaccurate. Investigation results: the returned alliance ii inflation syringe was analyzed, and a visual examination found no damages to the device. Functional analysis was performed, and the syringe was pressurized without problem, however, the gauge did not read the pressure. The gauge was damaged. No other problems with the device were noted. Laboratory analysis confirmed the reported clinical observations. With all the available information, boston scientific (bsc) concludes the reported event of gauge reading inaccurate was confirmed. The returned device was analyzed, and functional testing determined that the syringe could be pressurized successfully but the gauge did not read the pressure. The most probable root cause for this event is manufacturing deficiency, as the gauge reading inaccurately was traced to the manufacturing process. The gauge being unable to read pressure was the result of an intermittently malfunctioning camera system that may not have detected and rejected the faulty device. A review of the manufacturing process identified that a test station had cameras out of focus, which resulted in the inability to detect gauges that did not meet acceptance criteria. Bsc initiated a corrective and preventive action (CAPA) investigation to determine the root cause of this issue. A review of camera data from 01 june 2022 to 28 july 2023 identified events where the vision system was intermittently malfunctioning, and alliance ii syringes with faulty gauges may not have been detected. The investigation determined that approximately 0.017% of alliance ii syringes manufactured during this timeframe may have had faulty gauges that were not detected as intended. An inspection was implemented at the test station on 02 august 2023 to confirm vision system functionality. As a result of the CAPA investigation, bsc implemented a software update on the alliance ii syringe gauge inspection cameras to ensure that all products would be rejected at the test station if the cameras were out of focus. This solution was implemented on 06 december 2023, and there have been no gauge reading inaccurate complaints reported for devices manufactured since the solution was implemented. An investigation to address this problem has been completed. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used in the esophagus during a dilatation procedure performed on (B)(6) 2023. During the procedure, the doctor attempted to dilate the esophageal stricture using a balloon. However, when the nurse was asked to inflate the balloon and began pumping up the alliance handle, the manometer did not move or increase in value. The customer reported that the balloon was able to be inflated however, the manometer was not functioning. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.